Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon fired ax55b stapler across rectum, then removed specimen. Surgeon then inspected rectal stump and found no staples. Surgeon and nurse could not find any staples in abdomen. Op extended by 2 hours and pt had to have a blood transfusion and sent to ICU. The case was completed by hand suturing.